Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken catheter is confirmed. One 2 fr per-q-cath catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. The catheter tubing was observed to be detached from the hub within the silicone overmold portion of the hub. A microscopic observation revealed the fracture surfaces of the catheter to be mostly flat and granular in texture. The features of the break surfaces of the catheter as well as the tensile weakness observed in the catheter tubing indicate the catheter likely broke due to excessive tensile (pulling) force. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported the PICC line was inserted in the right hand and present for 29 days. It was discovered that the line was broken apart from the "hub" (line was saved at the bedside) the line was immediately removed and a peripheral IV inserted. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redt4283 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported the PICC line was inserted in the right hand and present for 29 days. It was discovered that the line was broken apart from the "hub" (line was saved at the bedside) the line was immediately removed and a peripheral IV inserted. No other information was provided.